Manufacturer narrative:
Zimmerbiomet complaint number cmp-(B)(4). Weight unknown / not provided.

Event description:
It was reported that pacient went to the clinic 5 years later with crown mobility. It was observed that implant was fractured at the collar of the implant, and was removed. After regeneration anew implant will be placed.

Manufacturer narrative:
Zimvie complaint number (B)(4). One imp,tsv,4.1mm,sbm,13 (tsv4b13) was returned for investigation. Visual evaluation of the as returned product identified implant damage at collar. Damage to threads observed, likely due to implant removal process. Zimvie is not responsible for damage caused by clinician¿s removal of device.functional testing could not be performed since the product was fractured.pre-existing conditions noted on the per were 'low bone density ¿ type iii'. The reported device had been placed on tooth #unk for approximately 5 years. X-ray & picture evaluation: x-ray of implant in patient¿s mouth was provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions: per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR review for the lot (62489679) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (62489679) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Post market trending review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.